Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The operating currents were within specifications. No unexpected failed battery test alarm. The device also had a cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after battery change. The blood glucose at the time of the incident was 227 mg/dl. The customer stated that he changed the battery 4 times and received a failed battery test alarm. The alarm history also showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.